Event description:
It was reported that a pediatric pt was cannulated in the right femoral artery for the purpose of continuous monitoring with a paratrend 7 sensor made by diametrics. The sensor was removed after 7 days and replaced with a second sensor, which was left in for 6 days. The pt was discharged; but returned to the hosp and a third sensor was inserted, and remained for 3 days. The pt was diagnosed with an aneurysm at the insertion site and received decompression to resolve the condition.